Event description:
A remstar pro c flex+ device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During evaluation no foam particles were noted in the airpath, yet foam degradation was noted. The devices sound abatement foam and needs to be replaced to address the issue. Additionally, the service technician also noted error codes present e062 (err_stuck_ramp_key) as well as e063 (err_stuck_knob_key) in the device logs. There was also presence of dust/dirt contamination on the device. The device was scrapped by the service center after the evaluation was completed. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient.